Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report two separate instances in which he was admitted to intensive care. Customer did not wish to state when the hospitalizations were. He did not wish to describe his symptoms. States he does not remember. First instance: customer states his last reading on his accu-chek aviva combo meter prior to hospitalization was hi. Customer did not wish to provide the time frame. Customer was taken to the hospital by ambulance. Ambulance did not test or provide treatment while on the way. Customer's blood sugar was 707 mg/dl on the hospital meter. Customer was given novolog by syringe in hospital and was switched to IV novolog on the 3rd day in the hospital. He was given 10 bags of fluids (not sure what was in the bags). Customer was at (B)(6) health for 5 days. Released when readings returned to normal. Second instance: customer was in the hospital for 4 days. Customer¿s wife drove him. Customer did not wish to provide any more information about the hospitalization, or answer any more questions. Customer states that his reading in the hospital on the 4th day was still 245 mg/dl and the hospital was not going to give him a bolus. He then went home before being released, and gave himself a bolus to return his reading to normal. Customer did not state what treatment was received. Customer did not state what his symptoms were. Customer is alleging that the pump is not delivering properly. The pump is being requested for return